Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power alarm on the insulin pump. Customer stated they were able to turn on the insulin pump with a new battery insertion. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer's blood glucose was 176 mg/dl at the time of incident. The customer also reported a motor error alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting also found the insulin pump passed a displacement test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.